Event description:
It was reported during a leg debridement the physician was using a topaz epf microdebrider 45 wand. It was discovered that the wand was leaking saline at the junction where the cord meets the hand piece. The procedure was completed using another arthrowand and no pt complications were reported as a result of the event.